Event description:
The following has been reported: "failed the mic and speaker test during pm". Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not sent back to brézins for investigation as repairs were performed locally. According to provided information, during preventive maintenance, the buzzer/speaker test failed. The flex binder was replaced but was not sent back for further investigation therefore the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.